Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s caregiver observed a leaking cartridge during setup when connecting the filled cartridge outside of the pump, and the caregiver was walked through proper cartridge fill and change steps, after which the issue did not persist and blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no interruption of use. Investigation included a review of device use and user technique with education provided. Investigation of this case revealed user handling and connection technique as the likely source of the leak. It was concluded that the device functioned as designed and that user technique contributed to the reported leak.